Event description:
The pt reportedly experienced loss of lock between the external equipment and the cochlear implant. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.